Manufacturer narrative:
Per the case notes, the audit log showed the mx40 was off-line and arrhythmia alarms off. Per communications with the biomedical engineer, they do not believe that there was a delay in notification of the patient event, and they do not believe there was a device malfunction. The biomedical engineer indicated that they wanted to gather report data for further understanding from an investigative perspective how to better use the audit log feature to search for specific events. The biomedical engineer stated that they are keeping the patient information confidential and are not planning on needing any further assistance with the case/issue. The information does not support that a device malfunction occurred and the customer has not provided any data to support that the device was a factor in the death of the patient.

Event description:
The customer reported that the patient in bed 10308 on (B)(6) 2017 between 06:40 - 07:28 had 1 non-sustain vtach alarm, but no other alarms were announced after 07:28. Patient/user involvement: the patient expired sometime after 07:28 on (B)(6) 2017.